Event description:
Hospital reported a pt burn. Additional info provided to a company rep stated that during a gastric bypass procedure, using an l-diamond fixed tip electrode, a burn was noticed near one of the staple lines in the bowel. It was visualized during the procedure and treated appropriately. They do not anticipate any adverse effects to the pt.

Manufacturer narrative:
Two l-diamond electrodes used during the procedure, as well as the aem monitor, disposable aem cord, and cord adapter, were returned for evaluation. No problems were found with the aem monitor, disposable aem cord, and cord adapter, which passed applicable manufacturing performance and electrical safety tests. One l-diamond electrodes had bent tip and shaft, and damaged tip insulation, which are end of life indicators described on the instructions for use. This device passed all manufacturing electrical safety (hipot) tests. The second l-diamond electrode also had bent tip, damaged tip insulation, and bent shaft, which are end of life indicators. The active rod had been pushed back into the shaft, likely causing it to not connect properly to the aem cord, preventing activation. This device passed internal insulation hipot test. The outer, secondary, insulation had a small nick that caused failure of outer insulation hipot. However, since the shield of the instrument is at patient potential, this would not allow a patient burn at this site, if the device had been in use. There was no indication of arcing from the shaft of either electrode. There were no other indications of defects that could contribute to an unintended burn.